Manufacturer narrative:
B5 updated.

Event description:
The complainant reported additional information upon request: "nothing was done! Patient recovered full aortic valve function by herself and her ef went back to normal! Device was discarded I believe"

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (unites states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿. Section: axillary insertion of impella 5.5 catheter: ¿use fluoroscopy for placement impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), can help confirm the position of the impella catheter after placement, tee does not allow visualization of the entire catheter assembly and is inadequate for reliably placing the impella catheter across the aortic valve¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis ¿unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.¿ in this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿. Section: use of echocardiography for positioning of impella catheter: ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿. Section: understanding and managing impella catheter position alarms. ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿.

Event description:
It was reported that a patient was on impella 5.5 support for a total of 95.26 hours without any complications and was successfully weaned and explanted. However, upon removal of the impella an echocardiogram revealed moderate aortic insufficiency that was not present prior to impella insertion. There was a small gap between non-coronary cusp and left coronary cusp. No calcification or history of endocarditis.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Heart valve incompetence : the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.